Manufacturer narrative:
E1:initial reporter postal code : (B)(6). H11 : should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of a buretrol solution administration set departing from the drip chamber was caught between the packaging seal, resulting in the line breaking. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the actual device and two photographs of the sample was provided for evaluation. During the visual inspection of the photo samples, and a cut tube was noted. Visual inspection was performed on the returned sample which showed an oblique, irregular cut tube with sealing marks and the tube was caught in the pouch sea. The reported condition was verified. The cause of the issue was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.